Event description:
The customer reported to a baxter representative of a condition of a one-link catheter set that was alleged to be unable to be primed; this was reported to be in use with a kendall/tyco monoject, which is a prefilled saline injector. There was no report of patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is currently available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. Therefore the customer reported condition was not confirmed and the root cause could not be determined.

Manufacturer narrative:
(B)(4) - writer is still attempting due diligence in an effort to obtain any additional information regarding the reported condition. It is unknown at this time if the sample will be made available for evaluation. Should any additional information be made available, a follow-up MDR will be submitted.